Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness. The right atrial (ra) and right ventricular (rv) leads had high thresholds and both appeared to be pulled back. It was also reported that the implantable pulse generator (ipg) header orientation was different, and was consistent with manipulation of the device such as with twiddler's syndrome. Reprogramming was done, and the device and leads were subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.